Event description:
During the creation of the corneal flap in preparation for lasik surgery, a button hole effect occurred to the flap of one eye and a free cap in the other eye. The surgeon proceeded with the excimer laser portion of the procedure in both eyes. Surgeon indicated pt's prognosis was good. No indication of permanent injury. 10/30/2002 - new info received on this date indicated the pt is seeing a different surgeon and the 3 post-operative best corrected visual acuities are right eye 20/60 and left eye 20/40.